Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient with a 23mm sapien 3 aortic valve implanted for 6 years and 4 months underwent a valve-in-valve procedure due to stenosis and regurgitation. During the valve-in-valve procedure, there was some resistance during delivery system insertion through the sheath when they got to the tip of the sheath. The clear most distal part of the sheath tore off most likely during valve insertion. It was noted when the valve was deployed. The distal tip did not dog bone like usual but eventually did fully deploy correctly after the balloon got enough pressure. There were no acute negative effects noted. The surgeon decided not to open the patient to look for the separated piece. The surgeon believes the tip is still in the patient. The new valve looked good. The root cause of the event was that the distal tip did not open when the valve was passed through the tip of the sheath.